Event description:
Customer said that this pipette is not drawing up enough liquid.

Manufacturer narrative:
As reported to us, the customer obeserved that the biohit pipettor drew a lesser amount of fluid then was indicated to be drawn. On immediate cause was determined and the customer aborted testing, preventing erroneous results from being reported. The customer resolved this issue by the replacing the product with a new exact replacement. The customer complaint was not confirmed. Biohit has not received to the pipette in question to confirm or refute any claims of inaccuracy of the pipette.